Manufacturer narrative:
Technician function tested the bed with calibrated weights - revealed no problem found. Bed exit working properly.

Event description:
Customer reported bed exit alarm was not working. No injury reported.